Event description:
Note: this is one of two reports that pertain to the same event (MFR report # 3005099803-2012-01825). It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit (specific type unknown) and advantage fit system were used during a procedure performed on (B)(6), 2009. According to the complainant, post-implantation the patient experienced generalized pain, pelvic pain, dyspareunia, incontinence and infection. After undergoing corrective surgery on (B)(6), 2011, the patient continues to experience back and joint pain, requiring injections. All other information, including the patient's current condition, is unknown and reportedly unavailable.